Manufacturer narrative:
On july 22, 2024, mentor received additional information that the patient was to undergo device explantation on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: asymmetry. On august 05, 2024, mentor received additional information regarding the patient's replacement device. It was reported that the patient's replacement device was a 275cc mentor round moderate profile breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 31, 2024, mentor received additional information regarding the patient's device explantation. It was reported that the patient's device explantation surgery was cancelled without a reschedule. All relevant fields on this report have been updated to reflect this additional information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 70-year-old caucasian female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile saline breast prosthesis and experienced asymmetry on the right side post-operatively. As a result, the patient is to undergo device explantation on (B)(6) 2024.